Event description:
It was reported in 2007, a stent assisted aneurysm embolization procedure of the anterior communicating artery. While attempting to track the subject device (stent) to the acom (anterior communicating artery), friction was noted in the ica (internal carotid artery). The subject device and guidewire were removed at the same time, and "...it was noted the stent prematurely deployed in the carotid..." The subject device was retrieved using a snare. The aneurysm was successfully stented and coiled using another device of the same type and a different guidewire. There were no reported patient complications and the patient condition was ok.

Manufacturer narrative:
Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn. Because the device was disposed of, no evaluation will be performed.